Event description:
It was reported solo 4fr PICC placed on the 18/3/24 in the left brachial vein, indwelling amount 39cm, external 6cm. Patient attended ed on the (B)(6) 2024 with pain and swelling in left are and pain in the left axilla. Patient has a partial thrombosis on the lover brachial vein. Vast removed PICC as axially pain and swelling was suspicious ¿ split seen in PICC at 31cm. Patient has an infiltration of 15mls of saline form the PICC while in ed. Additional information received 08/23/2024: PICC inserted into brachial vein. Exit site marking 6cm. Sefcure with secureacath. Device used for oncology treatment; no kitelock used. No catheter interventions to address occlusions with this PICC. Patient symptoms are pain, swelling. Catheter was 31 cm, total length 45cm, 6 external. Catheter site cleaned with small chloraprep during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 29 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported solo 4fr PICC placed on the (B)(6) 2024 in the left brachial vein, indwelling amount 39cm, external 6cm. Patient attended ed on the (B)(6) 2024 with pain and swelling in left are and pain in the left axilla. Patient has a partial thrombosis on the lover brachial vein. Vast removed PICC as axially pain and swelling was suspicious ¿ split seen in PICC at 31cm. Patient has an infiltration of 15mls of saline form the PICC while in ed.

Event description:
It was reported solo 4fr PICC placed on the (B)(6) 2024 in the left brachial vein, indwelling amount 39cm, external 6cm. Patient attended ed on the (B)(6) 2024 with pain and swelling in left are and pain in the left axilla. Patient has a partial thrombosis on the lover brachial vein. Vast removed PICC as axially pain and swelling was suspicious ¿ split seen in PICC at 31cm. Patient has an infiltration of 15mls of saline form the PICC while in ed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.